Manufacturer narrative:
The infusion device was thoroughly evaluated, and the down button does not operate. The printed circuit of the down flex connection is interrupted.

Event description:
Patient reported the down button of the infusion device does not properly respond and works "50% of the time." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.